Manufacturer narrative:
The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not prevent fluid from flowing through the entire fluid path. The downloaded data does not show any timeouts or drive stalls. Corrosion was observed on the bottom battery and linkage assembly. A leak test was performed where no leaks were found. The cause of the corrosion could not conclusively be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 18.9 mmol/l (340.2 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. A new pod was applied as treatment.